Event description:
It was reported that a user experienced difficulty seeing the pump¿s black/gray screen and reported recurrent hyperglycemia and hypoglycemia associated with exercise while using the ilet bionic pancreas, with no alerts or alarms reported and user education or troubleshooting performed. Symptoms included episodes consistent with high and low blood glucose. Outcomes included disruption to daily activities and dissatisfaction with therapy. Investigation included review of device performance based on user feedback and consideration of use conditions during exercise. Investigation of this case revealed no evidence of device malfunction from the information provided and suggested potential mismatch between user exercise behaviors and algorithm-driven insulin delivery. It was concluded that the event is consistent with use-related challenges and that the device function could not be conclusively implicated based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
Initial submission attempt on (B)(6) 2025. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.